Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing and small p waves. No intervention was performed. Further information was requested however, was not provided.

Event description:
New information noted that the device exhibited undersensing happening during ams episodes. Programming changes could not be performed due to the device currently being at the most sensitive.